Event description:
It has been reported that one needle 27x1/2 rb has been found cracked and containing foreign matter during use. The following has been provided by the initial reporter: material no. 305109; batch no. Unknown. It was reported that a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. Per the email below, dear supplier, product: enbrel lyophilized vial kit. Product package lot: unknown. Bd lot numbers: unknown. Bd material number: 305109. Cause code: needle damaged/defective (red particle). Summary of complaint description: the patient reported hearing a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. The luer connector had already been used successfully with the vial adapter to perform the reconstitution of the lyophilized enbrel. The returned complaint unit was observed to contain a red particle inside the threading of the luer connector/needle hub interface. When the needle was removed from the luer connector, the red particle separated into three (3) pieces. As the origin of the red particle is not suspected from the luer connector, it was attributed to the needle hub. The diluent syringe lot was known but the kit was discarded by the patient so no other lot information (for needle) is known. Event date: (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 27x1/2 rb has been found cracked and containing foreign matter during use. The following has been provided by the initial reporter: material no. 305109 batch no. Unknown. It was reported that a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. Per the email below, dear supplier, product: enbrel lyophilized vial kit. Product package lot: unknown. Bd lot numbers: unknown. Bd material number: 305109. Cause code: needle damaged/defective (red particle). Summary of complaint description: the patient reported hearing a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. The luer connector had already been used successfully with the vial adapter to perform the reconstitution of the lyophilized enbrel. The returned complaint unit was observed to contain a red particle inside the threading of the luer connector/needle hub interface. When the needle was removed from the luer connector, the red particle separated into three (3) pieces. As the origin of the red particle is not suspected from the luer connector, it was attributed to the needle hub. The diluent syringe lot was known but the kit was discarded by the patient so no other lot information (for needle) is known. Event date: (B)(6) 2019.